Event description:
This case was initially reported as capsule that failed to calibrate. However the delivery system arrived w/o capsule. Plunger was activated and the handle is broken. This case will be investigated as attach case.